Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. User tried to recover but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was likely related to firmware or a temporary system condition. A field service engineer logged into hardware test application (hta) and updated the firmware, then power cycled the station by powering it down and back up. After restart, no failures were observed, and the customer confirmed the station was working as designed. The system functioned as intended after the field service engineer repaired the device.